Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Healthcare provider (hcp) noted pt said that one of the ipgs started to come out of the skin at one point. Pt got on the line and stated this happened a week or two after implant but pt doesn't recall which ipg this event is associated with or when it happened. Pt claim they have had 3 stimulators implanted in the past but now only has leads left. Pt doesn't recall when the implant was explanted, but noted at one point they felt that the therapy was no longer helping with their pain. Pt indicated they have records at home of when the ins was removed - tss recommended pt call mdt when they have this info so mdt can update their registration to show that they no longer has an ipg implanted.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 37714 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2013; explant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.